Manufacturer narrative:
(B)(4). Only event year known: 2021. Batch #: unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.   The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: what were the indications for surgery? What surgical procedure was performed? Low anterior resection did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Roberto perinotti/ high experienced surgeon. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Audible washer cut and green checkmark. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2x360.° was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes, 2 perfect round circles. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Yes, transrectal methylene blue. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? Day 2 and day 3. How was the leak identified? What was observed at the site of the leak upon reoperation? Open hole on a portion of the site. How was the leak addressed? Post op reoperation.

Event description:
It was reported that the patient had a post-op anastomotic leak. Dehiscence. Revision surgery required. Procedure: colon resection.